Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunctions of the broken video connector cover, and the broken light guide bundle were caused by component failure due to physical impacts and similar damage, causing additional scratches. The dent in the insertion tube was likely caused by the impact of endoscopes touching each other. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited several issues: the video connector cover was broken, the insertion tube was dented, the light guide bundle was broken, and there was a component failure at the distal end of the video telescope.